Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing allergic reactions to the device. Symptoms were itchiness, rashes, redness and swelling over the battery site. The patient underwent an explant procedure.